Event description:
The customer reported that the system displayed a generator communication error message, the table would not move up or down and the x-ray tube would not move. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.